Manufacturer narrative:
(B)(4).

Event description:
It was reported that a physician was having communication issues with a patient's device. The company representative went to the office and determined that the issue was with the serial cable after she switched out her functioning serial cable and the programming system worked fine. The physician was provided with a new serial cable. The serial cable was received on 04/12/2016. Analysis has not been completed to date.

Event description:
Analysis of the tablet serial cable was completed. The cause for the reported allegation is associated with a disconnected wire connection in the returned serial cable. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified.